Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that during a routine follow up and interrogation of this device an error code appeared with a message that the voltage was too low for projected remains longevity. The fault code was sent to technical services for review. This device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
A review of the photos of the fault and the battery status was performed. It was noted that the device includes a suite of diagnostic checks which are performed daily to verify the integrity of the device. If these checks/monitors identify anomalous behavior such as premature battery depletion, the system alerts the user with a fault code. In this case, the message seen on the programmer was, "voltage is too low for projected remaining capacity." Technical service advises the device needs to be replaced as the battery is depleting faster than expected. To assist the physician in managing the patient's device replacement, please perform a save to disk and provide to technical service. With the save to disk, engineering can review past system performance and provide guidance on a window for replacement to ensure therapy remains available. Root cause for the fault code 1003 can only be determined by detailed laboratory analysis of the device once it is returned. Further review by engineering noted that the low voltage fault was first declared on the (B)(6) 2013 and was appropriate. There were no other suspicion faults or resets stored within the device memory. It was noted that therapy delivery was currently unaffected. Engineering analysis confirmed that the device was malfunctioning and should be replaced.